Event description:
The plaintiff's attorney alleges that the pt experienced a cardiac event and subsequently expired on the same day as a result of nautralyte and/or granuflo administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. (B)(4).